Manufacturer narrative:
The investigation is ongoing.

Event description:
During trans-septal implant of a 26mm sapien 3 valve within a 25mm c-e bovine perimount valve in the mitral position, there was difficulty crossing the septum with the commander delivery system. The septum was able to be crossed after multiple attempts, utilizing the flex catheter and guide wire adjustments. The valve was successfully deployed and no cai or pvl was observed. Upon removal of the delivery system and atrion inflation device, it was noted that the devices were filled with blood. The balloon was deflated and re-inflated in saline and a hole in the shaft portion of the balloon material by the pusher was observed. The balloon hole was thought to have been caused by extreme push force and some twisting of the actual delivery catheter.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Functional, dimensional and visual analysis could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. It was reported that there was difficulty advancing the crimped valve through the septum and into the mitral position. Additional device handling and manipulation were used to cross the septum, including extreme push force and some twisting of the actual delivery catheter. This device handling and manipulation may have contributed to the balloon leakage. The edwards s3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario. Due to the device or applicable photographs not being returned for evaluation, the complaint for balloon leakage was unable to be confirmed. Available information suggests that procedural factors (device handling and manipulation) may have contributed to the event. No labeling or IFU/training inadequacies were identified. A review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category for the month of (B)(4) 2016. No corrective or preventative action is required at this time.